Event description:
It was reported that,"surgeon used mallet on the chuck and negatively effected quality of instrument. Used while trying to remove a old synthes flexible nail."

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. Additional information has been requested and if received, will be provided on a supplemental report.